Event description:
It was reported that an asymptomatic patient presented to clinic for a follow up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.